Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose ranged from 133-134 mg/dl.

Manufacturer narrative:
Device not returned.